Event description:
It was reported that prior to starting a da vinci surgical procedure the monopolar curved scissors instrument was not functional (not recognized by the system). The instrument was inserted multiple times. The sterile adapter was reseated and the disks and connectors were verified. The instrument was exchanged for a backup instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis placed the instrument on an in-house is3000 system and the instrument passed engagement and recognition testing. Failure analysis also observed that the distal end of the main tube exhibited hairline cracks in the axial direction and char marks on the tube extension. The holes in the tube extension were .650 - .850 in length. There was localized melting as well as dark colored char marks around the holes. The instrument failed electrical continuity testing. No other damage was found.